Event description:
It was reported that an unspecified malfunction alarm occurred. The customer did not disclose an alternate method of insulin therapy. Customer¿s blood glucose level was within range.